Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity, moderate calcification and 90% stenosis. A 2.75x23 mm xience v rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated up to 14 atmospheres and the stent was implanted. A distal edge dissection was noted. A 2.25x18 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.